Event description:
Patient was having an ICD implanted and had been intentionally stimulated into v-fib. The ICD did not convert the patient to sinus rhythm so the philips external defibrillator was utilized at the power of 200 joules. It also failed to convert the patient. A different defibrillator was then used at 360 joules to successfully convert the rhythm to sinus. Since the newly implanted ICD's frequently do not convert the rhythm the first time, it is essential to have an external defibrillator that can convert with no problems. Follow up reveals: when this was used in this event, it failed to convert the patient to normal sinus rhythm. The defibrillator charged to 200 joules as it should have and functioned as it should have (200 is the highest it will charge). Biomed ran a series of tests following the event and the device passed with no problems. Prior to placing all philips defibrillators into service, biomed tested all devices and there were no problems. At the time the defibrillators were put into service, the facility made the decision to use pads manufactured by conmed. This meant that the philips cable had to be modified to fit the conmed pads. This modification was done by conmed. The modified cables were tested on the philips defibrillator by biomed prior to the defibrillators being placed into service. All machines passed testing with no problems. Although there is no indication that this event occurred because of the modified cables, the issue was revisited and a decision was made to discontinue the use of the conmed pads and begin using philips pads with the original philips cables. There is a plan currently in place to make the change-over.